Manufacturer narrative:
Device was programmed with test guardian 3 link and a test plug. Device was able to locate and connect to sensor. The device communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. Device received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was no longer water tight. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that they were no longer confident about the insulin pump. The insulin pump will not be returned for analysis.